Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. No unexpected low battery or weak battery alarms were noted. The insulin pump was received with a cracked case at display window corners and battery tube threads. The insulin pump had minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed with a failed battery test and could not be resolved by a battery change. The blood glucose reading was 264 mg/dl. The customer's mother stated that the customer had tried several batteries but the insulin pump kept alarming failed battery test or weak battery. Advised replacement of the device. Nothing further reported.